Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The remote monitor displayed a 3230 diagnostic code indicating the reader is off the monitor base and has powered down, is off the base station and has no battery life remaining or the reader is out of range of the monitor. The remote monitor reader would not recognize the implant. Troubleshooting steps were taken to no avail. The patient would call back after an hour. The remote monitor remains in use. It was also observed that the implantable pulse generator (ipg) exhibited a possible telemetry issue. The ipg was removed and replaced. No patient complications have been reported as a result of this event.